Event description:
During setup for a pt case, a c-flex head positioner was reported to not be holding position. According to the allen rep who visited the facility, the downward movement reported by the staff manifested in the c-flex prior to the start of surgery. The staff put a pt into the positioner and it would not hold, so was taken out of use. Alternate positioner used. No significant delay reported.

Manufacturer narrative:
There were no injuries or impact to the case reported. The c-flex was returned. The load test performed during initial eval was inconclusive. The c-flex was dismantled and root cause eval by engineering is now underway. When the investigation is completed and root cause has been determined, a follow-up report will be completed.